Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose value was 430 mg/dl. It was reported that reservoir had air bubbles and customer was not able to remove them. Customer was advised to change the reservoir. The reservoir will not be returned for analysis.